Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), on a patient with history of high thresholds and unexplained threshold increases, the physician could not obtain device capture. The physician attempted five different implant positions before finding acceptable threshold values in the region of the right ventricle outflow tract (rvot). Upon withdrawal of the implant tether, thresholds were slightly higher, but then decreased to more stable values. Four days later, there was an increase in the threshold values and intermittent loss of capture. Reprogramming was performed to increase the device output. The device remains in use. No patient complications have been reported as a result of this event.